Event description:
The manufacturer received information from a customer that an alarm sounded, and the screen went red, and the bipap a40 device stopped working. A sales representative alleged a vent inoperative alarm had occurred on the bipap a40 device. There was no serious patient harm or injury that occurred or was reported. The bipap a40 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed during an operational check of the device. During the evaluation the philips service technician confirmed the issue observing the device's error log. In conclusion, the device's system main printed circuit board (pcb) was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the philips service technician observed another error code, unable to write to event log (e-96), in the device's event log. The system main pcb was replaced for this error code unrelated to the reportable issue. The device passed all final testing.